Event description:
It was reported that a patient underwent an atrial fibrillation procedure on (B)(6) , 2014 with a stockert 70 rf generator and thermocool® smart touch¿ electrophysiology catheter and suffered an atrioesophageal fistula. The patient¿s medical history is unknown. The patient was admitted to the hospital on (B)(6) 2014 with flu-like symptoms, including a fever of 105°f. Vasopressors were administered and patient was intubated. The patient expired on (B)(6) , 2014. The atrio-esophageal fistula was confirmed by an autopsy, the CT scan did not identify it.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As the lot # 17000973m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial # unknown. Product: lasso® nav eco variable catheter, us catalog # d134301, lot # 17051379l. Product: webster® cs catheter with ez steer¿ technology, us catalog # bd710df282rts, lot # unknown. (B)(4).